Event description:
Subject: "matched unrelated and haploidentical bone marrow transplantation for hematologic malignancies". An adverse event occurred in the above referenced protocol. The pt was diagnosed with graft rejection. The pt is a 23 year old male who underwent a bone marrow transplantation from an unrelated donor on 7/14/99. Per protocol, the pt received immunosuppressive therapy of cyclosporine a, methylprednisolone, and atg. The graft composition of cd34" was within normal limits. The pt did not have any significant positive cultures noted. The pt appeared to start engrafting on day 14, july 28th, with a total white blood cell (wbc) count of 390 and an absolute neutrophil count of 390. This was followed by a decline in wbc count to 24 by day 17, july 31st. On august 3rd, day 20, the total wbc count increased to 570 - all lymphocytes. This type of wbc increase without neutrophils is consistent with graft rejection. On day 23, august 6th, a bone marrow aspirate was completed. The results showed absence of hematopoiesis. Transplant centers standardly type for hla - a, b and drb. This center attempts to do add'l matching at hla - c as well. For this pt, there was no such donor with all matching. The significance of matching at hla - c is unk, but could be a reason for graft rejection. Graft rejection is a well known complication of bone marrow transplantation. This risk factor is stated in the current consent form. Rptr does not feel it is necessary to modify the existing consent at this time.